Event description:
Uf rptr/medwatch (B)(4) submitted by hospital states that patient was revised to address loosening and subsidence of the stem. It was noted that the cement mantle was fractured. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
Examination of the returned stem finds approximately 75% of the surface remains covered with an unknown cement product. The cement was not identified as having been distributed by depuy. The failure was primarily between the patient bone and cement product. A complaint database search finds no additional reports against the stem product/lot combination. Per follow up information; patient x-rays are not available for examination. Product error with regard to the stem is not suspected. Based on the investigation the need for corrective action is not indicated. In addition the investigation has determined this product code is now inactive/obsolete. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.